Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii patient handbook are currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate ii lvas, including death, right heart failure, cardiac arrhythmia, and multiple types of organ failure and dysfunction. Section 6 of the IFU ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also lists arrhythmia as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had worsening right ventricular failure (rvf), ventricular tachycardia (vt)/ventricular fibrillation (vf), and multisystem organ failure (msof). It was additionally reported that the patient was under hospice care prior to death. The device would not be explanted.